Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample and one proficiency sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb). Of the two samples, the one patient sample is reportable as a malfunction. The erroneous result for this patient sample was not reported outside of the laboratory. The patient sample, collected on (B)(6) 2016, initially resulted as 2.57 miu/ml on (B)(6) 2016. A new sample was collected from the patient on (B)(6) 2016 and resulted as 2370.0 miu/ml. The original sample was then repeated twice on (B)(6) 2016, resulting as 1429 miu/ml and 1464 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 19028003, with an expiration date of 03/31/2017. The field service representative determined that the reagent disk was not grounded properly, causing erratic liquid level detection performance. He aligned and cleaned the reagent disk drive assembly, springs, and bearings. He replaced a probe and performed probe adjustments. He ran performance testing and this was within specifications. The customer ran controls and these recovered within the customer's defined ranges.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. Centrifugation conditions of the sample were found to be incorrect.